Manufacturer narrative:
A compressor was reporded not working properly. The service engineer confirmed the issue and replaced the thermoelectric cooler and drainage valve. The unit returned to working condition. The replaced parts were discarded. Given this, we have not been able to confirm the problem nor can we identify any root cause. As no logs or parts are available, and no description of what not worked properly nor any alarm the root cause could not be determined.

Event description:
Manufacturer ref (B)(4).

Event description:
It was reported that the compressor was not working properly. The patient involvement is unknown. Manufacturer ref.#: (B)(4).